Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to being implanted with an impella cp device for mechanical circulatory support. The impella was advanced, but unable to advance around aortic arch. After several attempts with different wires. The physician stated the patient had a lot of calcium and a porcelain aorta which prevented advancement of impella. The insertion was aborted. The patient survived the procedure.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The most likely cause is due to the patient¿s condition. This report is being filed as part of a retrospective review of historical records.